Event description:
It was reported that arrythmia and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. The wds was deployed and while assessing position, anchor, size, and seal (pass) criteria, the patient experienced hypotension and decreased oxygenation. Transesophageal echocardiogram (tee) revealed a dilated and poorly moving right ventricle. The patient was administered calcium, neosynephrine, and fraction of inspired oxygen (fio2). The patient's heart rhythm further changed from a controlled flutter to accelerated idioventricular rhythm (aivr) and the patient's pulse dropped into the 40s transiently for approximately 2 minutes, then resumed a controlled flutter with pulse in the 80s. The patient additionally experienced st segment elevation. All symptoms resolved within ten minutes. Fluoroscopy and tee were reviewed, and no air was visualized in the patient's anatomy or in the watchman devices. The wds was released, and the closure device was implanted in the intended location. The patient was discharged the following day.